Event description:
The manufacturer received information alleging the device failed to start up using the ac cord alone. There was no harm or injury reported. The device was initially evaluated by the manufacturer. At this time, the ac cord was usable on another device. The power supply printed circuit assembly (ps pca) had failed on the device. The ps pca needs replacing. Due to back ordered for the ac cord, the ac cord will be replaced once in stock.